Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed. Service determined that the cause was due to defective force sensing resistors, which were replaced to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
This is a case report received by a technician at baxter (B)(4) from a customer. The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.